Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was not provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The esheath + IFU japan s3ur IFU was reviewed along with the device preparation and procedural manuals. Contraindication and prohibitions in the esheath + IFU include 'ilio-femoral artery with severe obstructive calcification or severe tortuosity that could prevent safe placement of the sheath.' No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty introducing sheath was unable to be confirmed without return of the device or related imagery. Without the return of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. However, review of the device history record and lot history did not provide any indication that manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, 'during the transfemoral tavr procedure for a 23mm sapien 3 ur valve, dissection at access vessel was observed. During the esheath plus insertion, the operator felt the resistance more than usual.' Per patients medical history and relevant laboratory tests, patient had 'moderate calcification on aortic valve, mld of access: 5.5mm with moderate calcification and mild tortuosity'. Per the training manual, 'push force can vary due to angle of insertion, thv size vessel diameter, tortuosity and degree of calcification.' Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Tortuosity can subject the sheath to sub-optimal angles that can increase resistance during sheath insertion. Available information suggests that patient factors (tortuosity, calcification) may have contributed to the reported event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During the transfemoral tavr procedure for a 23mm sapien 3 ur valve, dissection at access vessel was observed. During the esheath plus insertion, the operator felt the resistance more than usual. The sheath was inserted and the valve was implanted. After the delivery system was removed and then the sheath was removed, bleeding from common femoral artery was noted. The intravascular ultrasound (ivus) revealed the dissection near the punctured point. The dissection was surgically repaired.